Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was moved from the patient's rump/back to the front due to discomfort/pain it was causing the patient when she was sitting. It was also reported that the entire system was later removed, close to 10 years prior to the report, when the patient had an area fused. No device issues were reported. No further complications were reported/anticipated.